Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 1 mg/ml; 0.15 mg/day via an implantable pump. Indication for use was non-malignant pain. The new medication was dilaudid 1.5 mg/ml; 0.15 mg/day. The date of the event was (B)(6) 2018. It was reported a bridge bolus programming error occurred. The drug concentration was entered was as the old drug desired dose. The hcp saw a bridge bolus duration of around 8 hours after he tried to correct the programming. The correct bridge bolus duration was catheter volume: 0.246 ml; catheter and pump tubing: 0.445 ml; old drug desired dose: 0.15 mg/day; bridge bolus amount: 0.445 ml x 1.0 mg/ml = 0.445 mg; duration: 0.445 mg ÷ 0.15 mg/day = 71 hours 12 minutes. The hcp was able to update the programming correctly and saw a bridge bolus duration of 71 hours 15 minutes. Troubleshooting resolved the reported event. No symptoms were reported. No further complications were reported.